Event description:
A customer reported an issue with a cartridge gauge malfunction, where they filled the cartridge to 300 units and encountered an error message indicating insufficient insulin, leading to wasted insulin. There was no adverse impact to the customer¿s blood glucose level. The customer declined further assistance from technical support.